Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty. The lead screw mechanism did not work anymore after several placements. The lead was found to have diminished sensitivity. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 16-62 purple stylet in the lead. The lead was able to passed through a 9 fr introducer. Accurate measurement of the helix is not possible due to the helix being bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.